Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2009) is considered to be a best estimate. This emdr represents the bard flat mesh (device 2). An additional supplemental emdr was submitted to represent the bard flat mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2005 ¿ patient was diagnosed with symptomatic ventral hernia thereby underwent open repair with the implant of bard flat mesh (device 1). Per operative notes, ¿the patient was found to have a large ventral hernia in the lower half of the incision. A bard flat mesh (device 1) was placed on top of the repair and secured using staples.¿ (B)(6) 2010 ¿ patient was diagnosed with large ventral hernia and intraabdominal adhesions thereby underwent laparoscopic repair with the implant of synthetic mesh. Per operative notes, ¿multiple adhesions were taken down. There was a small hernia defect on left side. A synthetic mesh was placed into abdomen using protack staples.¿ (B)(6) 2011 ¿ patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of synthetic mesh and implant of bard flat mesh (device #2). Per operative notes, ¿the previous synthetic mesh was displaced and pulled more to the midline and adhered to small bowel was excised along with protack staples. A piece of bard flat mesh (device #2) was placed on top of repair using sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent ventral hernia; seroma thereby underwent open repair with the implant of ventralight st (device 3). Per operative notes, ¿a large seroma on top of mesh (device 1 and device 2) was evacuated. The bard flat mesh (device 2) was pulled to the right side leaving a major defect on the left side of the abdomen. The adhesions were released. The hernia sac was found on left side. A ventralight st mesh (device 3) was placed on the defect and anchored to the fascia using sutures.¿